Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had issues with the insulin pump's sensors. The sensors were not lasting six days. She had sensor and blood glucose level reading issues. The customer changed the sensor because it read 300 mg/dl and then 49 mg/dl. However, the glucometer read that her blood glucose level was 169 mg/dl. She received calibration error alarms. The product was not returned. Nothing further to report.